Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator was not maintaining positive end-expiratory pressure (peep). The breathing circuit was replaced but the issue remained. The customer made some setting changes to the ventilator and the peep pressure was maintained. It was reported by the customer that the issue appeared to be related to settings on the ventilator. The patient remained on the ventilator without any reported harm.